Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer¿s care team advised a call to complete a factory reset of the ilet due to concern that the device was not accurately adjusting insulin delivery, which the user associated with low glucose episodes; an agent guided the reset and the process completed without incident. Symptoms included low blood glucose of a reported 40mg/dl. Outcomes included self-treatment with oral glucose. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the device function could not be verified prior to reset and the cause of hypoglycemia remained unclear, with no device malfunction confirmed following the reset. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.